Event description:
Procedure: hernia. According to the reporter: in 2006, the pt underwent surgical repair of a recurrent hernia. During this procedure, a davol ck mesh was explanted and replaced with a parietex mesh. The pt subsequently developed complication less than one month later including an abdominal infection involving the latest mesh requiring explantation on the following month. During this procedure, the surgeon decided against implanting a new mesh, given the risk associated with the active infection.